Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the fans and louver cover were found to be damaged and were replaced. The front tube cover bracket was also found to be severely bent and was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacture for analysis as replaced parts have been discarded.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the front louvre cover and fans of the system were damaged. There was no patient present at the time this issue was observed.